Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer reloaded the cartridge to resolve the issue., there was no adverse impact to the customer¿s blood glucose level.